Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have high blood glucose of 454 mg/dl, bolus did not bring down her blood glucose. Customer reported the device alerted an estimate details message during a bolus, everything was correct. Customer was advised to monitor the device and blood glucose. Customer was advised to talk to her healthcare professionals. Customer will not be returning the device for analysis.